Event description:
It was reported that patient presented remotely via merlin.net. It was noted that atrial lead exhibited over sensed noise resulting in inappropriate automatic mode switch. No intervention was performed, and patient is being monitored. There were no patient consequences.